Manufacturer narrative:
Submit date: 10/21/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a salem sump tube. The customer reports that patients feeding tube was plugged, tried flushing multiple times. They were not able to flush so the tube was pulled out. The tube was completely occluded with the feeding material and medications. The patient was getting 200 cc h2o flushes at 4h, so this should not have occurred. As a result, they had to put a new one in and patient had to have an x-ray to confirm placement, as per policy, and was uncomfortable for the patient.